Event description:
Received report where the end-user states that the smart drive did not register taps to disengage, and once the device came to a stop, the unit powered off and won't power back on. No injuries were reported to have been sustained as a result.

Manufacturer narrative:
During the validation of a pending design change to provide the smartdrive mx2+ application for android wearable's, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA, 23-002 was opened to investigate this failure, and as part of that investigation, a search of client files was conducted for any reports of "failure to disengage". Although permobil was unable to confirm that the root-cause associated with these reports was an anr error, information outlined in the CAPA investigation suggests that the allegations related to failure to disengage drive by tap gestures could be because of an anr error which if to reoccur, has the potential to lead to a serious injury. The DHR was reviewed, and the device was found to have met specification prior to distribution.